Event description:
It was reported that during hemofiltration with a prismaflex machine, using citrate anticoagulation the machine ¿did not pump in citric acid¿. The machine did not alarm. The patient¿s blood laboratory results showed a very high calcium level. After adjusting the machine, ¿it returned to normal¿. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter qualified technician. Technical inspection revealed that no part of the machine malfunctioned or was repaired or replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined as no further of actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.